Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported that sometimes the defib does not work. There was no pt involvement.